Event description:
A pt reported they were unable to receive a reading on their one touch profile meter due to their meter allegedly would only prompt the "error 2" message. There was no result on their meter as the pt was unable to test. Treatment was medication for diabetes; type not reported. No further info has been reported. No serious injury or allegation of harm.